Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 223mg/dl. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the customer to run the displacement test and the test failed. The caller also stated that the customer alarmed and error during the manual prime. Advised the caller revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test. The insulin pump alarmed during prime test due to faulty force sensor. The insulin pump passed displacement test and the motor error tested okay.